Event description:
It was reported this balloon detached from the catheter shaft following the first inflation during a aaa stent graft procedure. A snare was utilized to successfully retrieve the detached balloon material. Another balloon was used to successfully complete the procedure. The patient's condition is good. This has not been received for evaluation. Therefore, no failure analysis is available. Additionally, without evaluating the device company is unable to determine if the device met its specifications. Company believes user technique, and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event.